Event description:
It was reported that during preventative maintenance (pm) service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module (pim) test. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : the fse replaced the pneumatic module assembly (pim) then completed pm service. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(4).

Event description:
N/a.